Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading low mg/dl. No bg meter comparison value was tested. The patient self-treated with crackers and yogurt. After this, the patient¿s cgm increased to 70 mg/dl and then dropped back down to low mg/dl. The patient¿s stated his vision was affected and he could no longer see. Therefore, his daughter drove him to the emergency room (ER). At the ER, the patient¿s bg meter reading was 450 gm/dl while the cgm was reading low mg/dl. The patient was treated with IV fluids due to dehydration. The patient was discharged home after approximately 2 hours. Once at home, the patient self-treated with insulin. The patient felt ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading low mg/dl. No bg meter comparison value was tested. The patient self-treated with crackers and yogurt. After this, the patient¿s cgm increased to 70 mg/dl and then dropped back down to low mg/dl. The patient¿s stated his vision was affected and he could no longer see. Therefore, his daughter drove him to the emergency room (ER). At the ER, the patient¿s bg meter reading was 450 gm/dl while the cgm was reading low mg/dl. The patient was treated with IV fluids due to dehydration. The patient was discharged home after approximately 2 hours. Once at home, the patient self-treated with insulin. The patient felt ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.